Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information from third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of the device at the third party service center, the device was visually inspected, and visible foam particles were observed inside the blower kit. The device was scrapped.